Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with breathing difficulty and pleuritic chest pain two days post-implant. Progressively decreasing blood pressure was observed. The patient was put on humidified high flow nasal cannula and pressor support. An echocardiogram and chest x-ray revealed a left-sided pleural effusion /hemothorax which were attributed to the procedure to implant a new left ventricular (lv) lead. Diuretics were administered and a thoracentesis was performed to drain the pleural effusion. The patient later reported sharp, stabbing chest pain, dyspnea, and lightheadedness. Imaging showed a stable to possibly slightly increased size of a small pericardial effusion with evidence of associated pericardial thickening. The patient had been placed on medication as this was thought to be possibly representative of pericarditis. The patient was admitted due to the chest pain and concern of pericarditis and was transferred to the coronary care unit for hypotension. The lead remains in use. The patient is a participant in the adapt response clinical study. No further patient complications have been reported as a result of this event.